Event description:
It was reported that a red alert was received via latitude (remote monitoring system) indicating that the related right ventricular lead exhibited high, out of range shock impedances. The most recent recorded value is 129 ohms. It was noted that all other lead measurements are stable, and that the battery status of this cardioverter defibrillator is ok. Further review was recommended. This device remains implanted and in service. No adverse patient effects were reported.